Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture, impedance out of range and helix issue. It was expected that the lead was dislodged and was confirmed by the physician via an ordered x-ray. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture, impedance out of range and helix issue. It was expected that the lead was dislodged and was confirmed by the physician via an ordered x-ray. Additional information indicated that during implant, the physician had reduced slack on the atrial lead while suturing it down and had noticed the reduction. The atrial lead ended up dislodging during routine follow up which was the cause for the impedance change as the lead tip was in the superior vena cava. A new ra lead was implanted. No additional adverse patient effects were reported.